Event description:
It was reported that the medium-large clip applier had loose cable. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the medical engineer and obtained the following additional information: the instrument was inspected prior to use and no damage or anything out of the ordinary was noted. The reported issue was identified during central processing and after the procedure. The cable was found loose and dislodged. The issue was not related to unsuccessful clip application. The hem-o-lok clips were used with the medium-large clip applier instrument. The vessel or tissue bundle was not greater than the specified diameter suggested. It was unknown how many times the instrument had been used during the case. The same instrument was used to complete the procedure. No photographic and/or video of this event were available for isi to review.

Manufacturer narrative:
Based on the claim against the product by the customer noting loose cable, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have a loose grip cable at the proximal end. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. However, the instrument failed the clip test after multiple attempts. The failed clip test is likely due the loose grip cable observed. No other damage was observed at the proximal end. The root cause of this failure is attributed to a component failure. Additional observation not reported by site that is related to the customer reported complaint: the clip applier instrument failed the clip test due to misapplication of the clip (e.g., the instrument passes engagement and able to retain clip through engagement but cannot apply the clip). Common causes of loss of functionality to apply a clip is attributed to either a damaged grip cable or misaligned grips. The probable root cause of a loose grip cable is attributed to a loss of cable tension. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can dislodge as the input could "slip" with respect to its internal shaft causing the loss of cable tension. A cracked clamping pulley and/or input shaft can be caused by improper cleaning or sterilization techniques used during reprocessing. A dislodged cable at the proximal end can then result in the cable becoming derailed or loose at the distal end, which may lead to non-intuitive motion. This complaint is a reportable malfunction due to the following conclusion: failure analysis confirmed a failed clip test with the finding of a loose grip cable. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.